Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection and chronic irritation at the abutment site. Subsequently on (B)(6), 2015, the abutment was removed. It was also reported; the patient had an exposed sleeper fixture. The implanted device remains.